Event description:
Event description to summarize the clinical event, we understand that this fineline ii lead was implanted in the right ventricle. Post implant testing showed all lead measurements were in acceptable ranges. At a patient follow-up sensing problems were observed, impedance measurements were greater than 2500 ohms, and pacing capture could not be attained at maximum output. The lead was explanted approximately three weeks post implant. A new lead was successfully implanted.